Event description:
Following placement of the main body and ipsilateral and contralateral legs in 2006, pressure was applied to the sealing sites with a molding balloon. Fluoroscopic visualization exhibited type I endoleak from the proximal neck. As another attempt to resolve the endoleak using the molding balloon failed, another manufacturer's stent was placed to obtain adequate sealing of the proximal neck. As this alleviated the endoleak, the physician judged that the endoleak would disappear spontaneously, electing to observe the alleviated endoleak and finished the additional procedure.

Manufacturer narrative:
Evaluation: the product remains implanted. An internal clinical review indicated the event was caused by incorrect planning and sizing of the device in relationship to the patient's anatomy. Our IFU states the following: "inaccurate or placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications."